Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. -device evaluation and results: not performed as no items were returned, the devices remain implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "there is no confirmation of squeaking of the right hip during physical examination on (B)(6) 2011 or (B)(6) 2011. There are no x-rays subsequent to (B)(6) 2011 available. Based upon the information available for review, no determination can be made regarding the cause of the alleged squeaking of the right ceramic/ceramic total hip arthroplasty." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, x-rays post (B)(6) 2011 are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient indicated that the right hip is squeaking and has been for a couple years. The patient is not experiencing pain.

Event description:
It was reported that the patient indicated that the right hip is squeaking and has been for a couple years. The patient is not experiencing pain.

Manufacturer narrative:
The patient did not provide the catalog number or lot code. The device was described as a ceramic liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient indicated that the right hip is squeaking and has been for a couple years. The patient is not experiencing pain.